Event description:
It was reported to philips that the device gave error code 1122 - blower temperature high. Patient involvement is unknown, no patient or user harm reported. The customer spoke with a philips remote service engineer (rse). The customer stated the filters are clean and the fan is operational. The rse advised replacing the blower, and if that does not resolve the issue, the mc pcba.

Manufacturer narrative:
The device was reported to not be in use and there was no patient impact. Many good faith efforts have been made to obtain additional information from the customer; however, there was no response. The resolution and disposition are unknown. If pertinent information is later received, a supplemental report will be submitted.